Event description:
The facility representative reported a mini-infuser pump with a condition of "alarm is not audible." It is unknown when this condition occurred or in which department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a mini-infuser pump with a malfunction of "alarm is not audible" could not be confirmed as the device was not returned for evaluation. Therefore, an assignable cause was not identified and there were no repairs to fix the reported problem.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.